Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used. Device manufacture date: unknown. No lot # provided. Results: a sample or photo was not available for evaluation. A review of the device history record could not be performed as a lot number was not provided for this incident. In the event that new, changed, or corrected information is obtained, a supplemental report will be filed. Conclusion: without a sample, an absolute root cause for this incident cannot be determined. UDI# (B)(4).

Event description:
It was reported that the needle of the bd relion® insulin syringe detached at the hub and remained in the vial and also in the stomach on a separate incident. It was successfully retrieved by the patient and no medical interventions were needed. There was no report of injury.